Manufacturer narrative:
The reported event was confirmed. The field generator failed the pegboard test with an error of 3.119mm and was out of calibration. The device was taken out of service.

Event description:
A medtronic representative reported that the emitter on the stealth inav portable system failed peg board test during testing. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.